Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 1/8/2026. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 9:31 am with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to a manual stop on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. During the early morning, on the date of the reported event (B)(6) 2025, the egvs were below the low threshold and several low, urgent low and urgent low soon alerts were triggered. All alerts started out at 40% audio volume and progressed to 50%, then 100% until acknowledged. Between 12:17 am and 4:07 am the alerts continued every 5 minutes without acknowledgement. All alerts were found to have performed as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, while the patient was asleep, her continuous glucose monitor (cgm) registered glucose levels below 40 mg/dl, displaying ¿low mg/dl.¿ the patient reported that her dexcom mobile application did not provide any audible alerts or notifications during this period. She stated that she relies on these alerts for safety, as she lives alone. The patient subsequently became unresponsive. On (B)(6) 2025, the patient¿s sister attempted her routine 6:00 a.m. Phone call but was unable to reach her. Concerned, she drove to the patient¿s home and found her unresponsive. Emergency medical services (ems) were called. Upon ems arrival, the patient¿s blood glucose (bg) meter reading was 29 mg/dl, and her cgm continued to display low mg/dl. The patient was wearing a tandem insulin pump at the time. Ems administered intravenous glucose, after which the patient gradually regained consciousness. She declined transport to the emergency room. The patient¿s sister remained with her for several hours to monitor her condition. At the time of reporting, the patient was stable and reported feeling ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.